Manufacturer narrative:
Product ID: 3889-28, lot# va1rkt4, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1rkt4, ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a pocket site infection post implant and the system was removed. The hcp reported that the pocket seemed to have gotten infected because it was red, swollen, and painful to touch. It was noted that there were no known contributing factors that may have led to the issue. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.